Manufacturer narrative:
One unit of damaged introducer wire was returned to vsi/teleflex for investigation. A returned product evaluation was completed. The wire was unraveled and severely damaged. Tip separation as confirmed. The tip of the wire was knotted upon itself. The damage is likely to have occurred during use when operated against resistance. Per IFU states the following warning "never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation". The introducer wire is a supplier component. Supplier was notified of the complaint. And a review was requested. Supplier responded stating that the DHR (device history record) was reviewed and no non-conformances were found. No manufacturing related issue was noted. Based on the information and returned product evaluation, the most likely root cause of the issue in operational context and/or unintended use error.

Manufacturer narrative:
Preliminary manufacturing record was reviewed, there were no nonconformance related to this lot, therefore, supporting the device met material, assembly and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
Per medwatch received 29sep2020 medwatch (B)(4). Per medwatch form: per surgeon's op note: the 21 gauge needle of the microcatheter introducer kit was used to cannulize the left subclavian vein, which was done easily. We had good blood return. The fine wire of the microcatheter introducer kit was then threaded through the 21 gauge needle. The wire would not pass. The needle was withdrawn. Upon attempting to remove the wire, it seemed to be stuck in the clavipectoral fascia. We employed fluoroscopy and indeed it appeared that the very flexible tip of this fine j-wire had actually doubled back and even knotted on itself. It could not be retrieved manually. For this reason, after infiltrating additional local anesthesia, I extended the port pocket incision in the left infraclavicular space. A combination of sharp and blunt dissection was used to dissect down to the clavicle at the entry site of the wire. Using fluoroscopy, we determined the exact location of this coiled and knotted tip of the wire and it was removed with blunt and sharp dissection from the clavipectoral fascia. It was actually removed in 2 small pieces at the tip. We employed fluoroscopy to identify the location and triangulate the location, which assisted us in locating this foreign body in the chest wall musculature. After we had retrieved it, we employed fluoroscopy to scan the entire left subclavian area, the great vessels, the heart and the lungs and there was no evidence of retained foreign body. We then proceeded with the port-a-cath insertion.